Event description:
Roche has received the following complaint: "the patient's doctor informed drug safety that the patient suffered infectious endophthalmitis after the administration of one unit of vabysmo." This complaint is a notification only. Please acknowledge the receipt of the complaint.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.